Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for implant. The leads dislodged and would not remain in position. The leads were not used and replaced successfully. The patient was in stable condition post procedure.